Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that bd insyte-n autoguard catheter tip had a split. The following information was provided by the initial reporter: including resistance when inserting the catheter into the vein, as well as noticing a split at the bevel in one instance (B)(6) response my answers to your questions are below in red. 1. Any adverse event or serious injury reported to patient or healthcare professional? No 2. Was there a delay of, or change in, the course of treatment due to the event? Need 4 attempts to obtain IV 3. Please supply additional patient information: a. Age 33 weeks b. Gender female c. Weight ethnicity, and/or race? 3.87kg, unknown 3. Please provide lot number? 3045830 4. Please provide further d insyte-n autoguard 24ga x 0.56in IV catheter was used in attempts to start a piv on a 33-week preterm baby. Nurse 1, using the above catheter felt an odd resistance when inserting the catheter into the vein. The attempt was discontinued. Upon removal of the catheter, nurse 1 noticed the catheter to be split at the bevel. Nurse 2, using the same type of catheter inserted the catheter into the skin and noticed resistance as well when advancing into the vein. The catheter was removed, however, no split was noticed at the bevel. Nurse 1 selected a new catheter with a different lot number. No resistance was felt with this catheter. 5. How was the patient outcome? Are there any clinical signs, health consequences or impact? PICC was placed on (B)(6) 2023 due to limited access 6. How was treatment completed for customer? Winged bd IV was used 7. Is there any visible blockage? No 8. Was there any patient involvement? No 9. Was there any damage noticed on catheter one catheter had splitting at the end 10. Please confirm the quantity of defective catheter. (B)(4).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. A.2. Date of birth: unknown. The patient¿s age was used could not be used to determine a placeholder date for this field because the date provided was a gestational age and does not correlate with actual age.